Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The medium-large clip applier had one severely bent grip, causing misalignment of the grips. A clip cannot be properly loaded on the grips. The jaws opened with no issue but the closing of the grips was prevented due to the bent grips. The grips do not show cracking damage. Components adjacent to this severely bent grip do not show damage.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clip applier instrument jaws were not opening after deploying the clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the event date of 09/17/2024 is correct. The instrument was inspected prior to use with no noted damage. The clip did not fall into the patient. A medium green hem-o-lok clip was used. The vessel or tissue bundle was not greater than the specified diameter suggested. The issue occurred on the first clip application attempt. A new clip applier was opened to resolve the issue. There was no adverse event to grasped tissue. There was no additional tissue removal. There was no unexpected bleeding.